Event description:
A lead extraction procedure was being performed and glidelight device was in use while attempting extraction of an rv lead. The patient became hypotensive & experienced cardiac arrest; a cardiac tamponade was demonstrated. Sternotomy confirmed svc tear. Although rescue efforts were deployed immediately and sternotomy and repair was completed, the patient developed complications and died.